Manufacturer narrative:
The actual device will not be returned. At the time of this report no response from he needle supplier has been received. Relevant portions of the device history record were reviewed. Finished good product was received into inventory without quality issues. The product from this finished good lot and all of the components met surgical specialties (B)(6) inc. Requirements throughout the incoming, manufacturing and the final inspection processes. No inventory available for the finished good lot reported. Needle supplier, which is our customer as well, was contacted to verify if there wer any quality issues related to the needle batch used in the manufacturing of the lot reviewed. At the time of this report no response form the supplier has been received. The needle supplier has been made aware of this complaint for a continued investigation.

Event description:
It was reported that "during a laparoscopic hernia procedure, the needle broke midway down needle. Case completed with another strand of the e same product doe. There were n o consequences reported on estrand was discarded." Ref pr complaint #: (B)(4).